Event description:
The complainant alleged during biomed testing, the defibrillator did not deliver energy with this paddle set. The complainant indicated that there was no pt involvement in the reported malfunction.